Event description:
During implantation, high pacing impedance and high defibrillation impedance were noted on the right ventricle (rv) lead. The lead was explanted and replaced with a new lead to resolve the event. The patient was stable and will continue to be monitored.